Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected b-hcg ii results were obtained when two api proficiency samples were tested using vitros b-hcg lot 3580 on a vitros 5600 integrated system. Api first (remedial) survey, sample 1, vitros b-hcg ii result of <2.39 miu/ml versus the midpoint of the api range of 6.2 miu/ml (api range: 0.0 ¿ 12.4 miu/ml) api first (remedial) survey, sample 5, vitros b-hcg ii result of <2.39 miu/ml versus the midpoint of the api range of 6.2 miu/ml (api range: 0.0 ¿ 12.4 miu/ml) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg results of <2.39 miu/ml were obtained from non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected b-hcg ii results were obtained when two api proficiency samples were tested using vitros b-hcg lot 3580 on a vitros 5600 integrated system. A definitive cause of the event was not established. A vitros b-hcg ii lot 3580 reagent issue cannot be ruled out as a contributor to the event as results identified as meeting potential health and safety criteria were isolated to lot 3580. However, historical results for qcs within the range for api sample 1 and api sample 5 indicated acceptable vitros b-hcg ii performance and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 3580. There was no evidence of an instrument malfunction, however, as no diagnostic precision testing was conducted to verify the performance of the vitros 5600 integrated system, an instrument issue cannot be completely ruled out as a contributor to the event. No information was provided in relation to the preparation and handling of the api samples. It is possible improper preparation and handling of the api proficiency samples contributed to this event; however, this could not be confirmed. Furthermore, issues regarding the stability of the api samples cannot be ruled out as a contributor to the event, as the results that were identified as meeting potential health and safety criteria (api sample 1 and api sample 5) were from the first api survey which was classed as a 'remedial' survey. It is possible the proficiency samples for the first (remedial) survey were sent to participants early in 2023 and not tested by the customer until (B)(6) 2023. The vitros b-hcg ii IFU states specimens may be stored for up to 5 days at 2¿8 °c (36¿46 °f) or 4 weeks at -20 °c (-4 °f).